Event description:
Overnight delivery of gynecare tvt device 510041 for surgical case using tvt introducer 10051. Not compatible. Tvt introducer purchased 1 yr ago. No indication that device would not work with introducer. Pt had prolonged length of general anesthesia.